Event description:
The pt reported that the 'up' button is not always responding to button presses and sticks when pressed. The pt reports not exposing the pump to water.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.